Event description:
It was reported that this device exhibited high, out of range shock impedance measurements (135 ohms). Additionally, episodes of over-sensed noise resulting in inappropriate shocks were noted upon device data review. Boston scientific technical services were contacted and recommended thorough provocative testing and diagnostic imaging to assess system integrity. At this time, the system remains implanted and in service. The patient was stable with no additional adverse consequences.